Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. After placement of the trunk ipsilateral leg endoprosthesis below the renal arteries, an aortic extender endoprosthesis was deployed additionally from the proximal position where slightly covering the entrance of the left renal artery. After deployment, it was confirmed that the device covered the left renal artery more than the original plan. Although a blood flow into the left renal artery was maintained, a bare stent was placed as a treatment. It was reported that the patient angulated neck made difficult to ensure accurate deployment position. According to the physician, the entrance of the left renal artery was wide enough, that he intentionally placed the device in a position that slightly cover it. However, it resulted in a coverage of the left renal artery than expected.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.